Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was unknown at the time of incident. Customer treated with insulin pump and manual injection. Customer states the drive support cap appears normal. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the harm code of the diabetic ketoacidosis was removed because it was not mentioned in the description and hyperglycemia was treated with the manual injections.